Event description:
Death was reported during a vt idiopathic procedure. There was no perforation or effusion. The patient had, reportedly, suffered cardiac arrest three times on (B)(6) 2011. The patient was taken to surgery with the understanding that there was risk of another cardiac arrest, but the physician stated that the patient would die if surgery was not performed. The physician had been mapping the patient's heart for approximately 15 minutes, and no ablation had been applied, when the patient's blood pressure dropped and he went into ventricular fibrillation. The physician attempted to resuscitate, but the patient did not recover. It was stated that the death did not occur due to any malfunction of bwi equipment or physician error. The patient was in a life-threatening state on the onset. Ventricular tachycardia was the pre-existing condition. No autopsy was performed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). All of the bwi equipment was reportedly operating correctly. (B)(4).